Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient could not charge the scs ipg and recommended and patient lost therapy. As a result, surgical intervention was undertaken on (B)(6) 2017, wherein the scs ipg was explanted and replaced with a different model and therapy was restored post-operatively.